Event description:
It was reported that an asymptomatic patient presented in-clinic follow-up post procedure for cardiac ablation. Upon interrogation of the pacemaker, there was an elective replacement indicator date stamp of (B)(6) 2013; which was before the device was implanted. There was also an end of service date of (B)(6) 2017; which was the date of the patient's cardiac ablation. The false alert was due to electrocautery interference during the procedure. A firmware download was performed and successfully cleared all alerts. The patient experienced no symptoms and will continue to be monitored.